Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a charge nurse (cn) from the facility. The cn stated the blood leak occurred approximately two hours into the treatment. The machine, a fresenius 2008t machine, was alarming with an air detector message. When they inspected the setup, they noticed there was air in the venous chamber, and blood was leaking from the combi set. Upon further inspection, they noticed there was a small hole in the blood pump tubing. The blood leak was coming from the small hole, and it was determined that the air had entered the circuit at the hole. After the leak was identified, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a charge nurse (cn) from the facility. The cn stated the blood leak occurred approximately two hours into the treatment. The machine, a fresenius 2008t machine, was alarming with an air detector message. When they inspected the setup, they noticed there was air in the venous chamber, and blood was leaking from the combi set. Upon further inspection, they noticed there was a small hole in the blood pump tubing. The blood leak was coming from the small hole, and it was determined that the air had entered the circuit at the hole. After the leak was identified, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.